Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose levels of 42 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the insulin pump has a sensor glucose reading of 108 mg/dl where the actual blood glucose level was 42 mg/dl. Troubleshooting was done. The customer reported a calibration error alert from the insulin pump. The customer also reported that the sensor was bent in the past. No additional information was provided.